Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported the ins was repositioned from the right to the left side.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the stimulator hadn't worked for them in years and has not had any relief for years. Patient noted they were going through a lot as far as their back and they were wondering if the implant was turned off completely and just didn't use it or if it could harm their body by having this thing in them. Patient inquired about if they decided to have the implant taken out if it didn't do anything for them and patient said that the guy that did the programming said it would be a bad operation for them to take it out. Patient mentioned when the manufacturer representative (rep) looked at the image of their back to them it looked like something is on top of something and the way it's in their back is why they weren't getting relief. Patient then noted the rep mentioned that if they were in the operating room when it was they would not have it allowed it to be put where it was put. Patient mentioned that they started going back to the rep that did different programs and one of the programs was for their legs that were so bad. Patient mentioned the rep told the patient to keep it on one program for a week and then go to the other one to see how they were doing and which program was better than the other but nothing ever worked for the patient at all. Patient stated that they changed the stimulator from right to left to see if it would make a difference because it was killing them with their pants and it was agony. Patient said that they had to keep trying pants on them and they wouldn't be laying on that so they moved the stimulation to the left. Patient mentioned they went back to their healthcare provider (hcp) who mentioned their back was bad and they wouldn't touch it but was referred to a hcp for deformities because their scoliosis is so bad and that they blown out another disc. Agent reviewed implant is a sealed device and the longevity of the implant. Agent reviewed MRI eligibility form hcp can fill out if they can't enter MRI mode. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.